Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828804) was returned for evaluation. Unique device identification (UDI) - (B)(4) or (B)(4). Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828804) was implanted in (B)(6) 2022 via lumbar¿peritoneal (lp) shunt with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient's condition worsened due to suspicion of obstruction. Therefore, the valve was replaced, the patient has recovered and the condition has improved. According to the additional information provided, it is unknown if the patient had any signs and symptoms due to valve obstruction.